Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-may-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the user was unable to sign in with fingerprint. A technical support specialist remoted in and found the cabinet powered off, with drawers offline as well. The cabinet was successfully powered on using the switch at the back, and the user was then able to sign in. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medflex 1000, the user was unable to sign in using the fingerprint authentication method. There were no delay or adverse events or injuries reported based on this event.